Event description:
The reporter indicated that during a routine follow-up, it was noted that the device was pacing at approx 45 ppm with the rate programmed to 70 ppm. Intrinsic sensing test shows probable oversensing due to "noise".